Event description:
It was reported that during implant that the pulse generator exhibited a battery measurement anomaly. The programmer was changed and the resulsts were the same. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.